Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and reviewed the device¿s error log. The fse noted an error indicating that the device¿s grabber cards did not initialize. The fse determined the device¿s flexvision computer (pc) had failed and needed to be replaced. After replacing the flexvision pc, the device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that did not boot up successfully as the start-up countdown got stuck at 00:00. Review of the system log file showed that the failed to initialize all grabber cards. Upon functional testing, fse found that the frame grabber card failed to initialize. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.